Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax requiring a chest tube. The biopsied lesion was a 1.2-1.3 cm ground-glass opacity (ggo) located in the peripheral, apical left upper lobe. When the physician navigated the catheter far out towards the lesion, she could not get a good radial signal where she was directed (by the navigation view). The procedure was completed, and then the patient experienced shortness of breath and chest pain without blood pressure changes. A large pneumothorax was identified; therefore, a 14french chest tube was placed. It was reported that the pneumothorax may have been due to the (small) distance from the periphery. The physician believed that the pneumothorax could have potentially occurred via another biopsy modality. The patient was admitted to the hospital for a total of 2 days, then discharged home in stable condition. The diagnosis was histiocytes (maybe granulomas). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.